Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with cardiogenic shock and cardiomyopathy was implanted with an impella cp for mechanical circulatory support, and during support, an optical sensor system error with the impella cp pump was experienced. Despite changing the automated impella controller, the problem was not resolved. The pump was replaced. The patient was reported to be stable following this event.

Manufacturer narrative:
The investigation for the optical signal issue has been completed. Data logs and product not returned. The cause of the optical signal issue was not determined as no product or data logs returned.